Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge".

Event description:
It was reported that the customer has had high blood glucose levels (400 mg/dl). Customer uses cold insulin to fill cartridge. Pump passed delivery system check.